Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was over 600 mg/dl. The customer was treated with insulin pump for high blood glucose level. The customer had symptom related to high blood glucose such as vomiting. The customer reported the insulin pump was under delivering as even after changing set the insulin pump was not giving insulin. The customer reported that the drive support cap was normal. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin exited. The insulin pump will not be returned for analysis.